Event description:
Facility alleges possible air embolism due to catheter separation from arterial line. Nurse reported, at approx two hours of dialysis treatment, the air detector alarm sounded. Pt was in a sitting position reading his paper at this time. The pt care tech noted the arterial line separation from the catheter. Air was detected in the venous drip chamber. Pt was placed in left side trendelenburg and the catheter line was clamped. Facility has the actual line available for investigation. Pt was transported to hosp where he remained in critical condition.